Event description:
The operator of an advia 2120i instrument was performing troubleshooting, when the gripper of the instrument caught the operator¿s finger. The operator was sent to the emergency room, where a splint was placed on the operator¿s finger. It is unknown if the operator returned to work.

Manufacturer narrative:
The cause of the injury is unknown. Siemens is investigating this issue.

Manufacturer narrative:
The initial MDR 2432235-2013-00406 was filed on august 20, 2013. Additional information (08/13/2013): a siemens field service engineer (fse) was at the customer site. The fse bypassed the safety sensors during troubleshooting. The siemens service guide gives safety recommendations against bypassing: "do not bypass any safety mechanisms on this system unless specifically instructed and trained to do so. These measures are in place to prevent injury. If instructed to bypass a safety measure, follow all field service procedures, in order, without skipping a step." The operator placed her hand in the instrument to remove a tube and reposition the rack, and her finger was inadvertently gripped. It is unknown if the fse cautioned the operator or if the fse followed steps outlined in the service guide to prevent injury.

Manufacturer narrative:
The initial MDR 2432235-2013-00406 was filed on august 20, 2013. Additional information (09/20/2013): the fse had informed the customer that they were working on the instrument but did not state that the safety sensors were bypassed. The operator is now fine, and did not require a medical leave due to this event.